Manufacturer narrative:
Siemens reviewed the information provided by the customer and customer immediately disconnected the ups from the wall power outlet and removed from service. There is no damage to the rapidpoint 500e instrument itself. Siemens requested service report as well as more information for further investigation. The root cause of this event is unknown.

Event description:
The customer reported ups connected to the rp500e system was generating visible sparks during operation. There is no report of injury due to this event.